Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with an unspecified mentor breast implant and suffered from a bilateral patient dissatisfaction with procedure outcome. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 400cc on (B)(6) 2015. This medwatch is for the right breast implant.